Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and error code 41541 was identified. A review of the 12-month service history was performed, and no relevant findings were identified. Visual inspection and functional testing were conducted. The customer complaint of error code 41541 was confirmed through the power-up test, event log/alarm history review, and inspection of the mu versions screen. The probable cause could not be determined. The latch lock flex sensor was replaced, and a power-up test was performed. Upon further investigation, contamination of the uso seal was identified. The uso seal was replaced, and dso/uso sensor calibration was performed. The repair was validated through the dso/uso occlusion test. A pvt was subsequently performed, and the unit passed all testing criteria. The software was updated, and the unit was reset to the standard configuration.

Event description:
It was found during the investigation of a returned pump that the customer complaint regarding the device displaying error code 41541 was confirmed through testing. This error code triggers a high-priority alarm and could potentially interrupt therapy. There was no patient involvement or harm.